Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified seven other similar incidents from this lot. The investigation determined the noted device markings/labelling problem appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lower superficial femoral artery (sfa). When opening the package of the 5.0x150mm absolute ll self expanding stent system (sess), it was noted that the size on the delivery system was 6mm x150mm. Therefore, the sess was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.